Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were reproduced during eval. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no pt involvement.